Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no reported impact to blood glucose. The customer reported that occlusions were resolved after the customer started wearing the pump with a "hip clip" clipped at the waist.